Event description:
The account alleged when the patient rolls from side to side in the bed, the nurse call will alarm when the patient positioning monitor is not set. The account found a frayed cable with exposed wires shorting against the frame when the patient moved.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.